Manufacturer narrative:
Eval summary: it was reported that the pt was not complaint to post-surgical procedures. Pt health, medical history, activity level and conformance to the rehabilitation regimen can contribute to the success or failure of any implanted device. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performed of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies.

Event description:
It is reported that the pt was revised for dislocation and pain. During the revision surgery, the doctor noted that the liner was fractured superiorly at the rim.